Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 01-jun-2025, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of these transcatheter bioprosthetic valves, pre-dilation was not performed due to physician¿s concerns about larger perimeter annulus and losing lack of seal zone, in addition to presence of large left ventricular outflow tract (lvot) aneurysm. The first valve ((B)(6)) was loaded and checked under fluoroscopy, and proper loading was confirmed. Valve was deployed slightly deep, with no infolds or incomplete expansion due to calcium. Decision was made to recapture and redeploy at a shallower depth. Upon second deployment, the valve was severely infolded and was recaptured a second time and removed from the body. A second valve was then prepared ((B)(6)) and once again checked under fluoroscopy and confirmed successfully loaded with no infolds. Valve was deployed with no infolds or incomplete expansion, but once again was slightly deeper than desired and extending into lvot aneurysm. Physician decided to recapture and redeploy once again at a shallower depth. Upon redeployment, the second valve ((B)(6)) was severely infolded exactly as the first valve ((B)(6)) had been. The second valve ((B)(6)) was recaptured and removed. A non-medtronic (29mm edwards s3) valve was then prepared and deployed successfully. No adverse patient effects were reported.